Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in brazil reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt318 optiflow junior nasal cannula was broken at the connector end (swivel grip joint). There was no reported patient consequence.